Event description:
Pt was admitted with sepsis and started on ivig (octagam) of a hosp. This hospital's ICU also uses an aggressive insulin protocol with parameters for sliding scale and drip regimens - and this protocol happened to have been recently implemented. The timeline was as follows: day 1: 10 gm ivig over 3 hours, sliding scale insulin; day 1: 70 gm ivig over 7 hours, sliding scale insulin changed to drip (started at 11 am); day 2: 35 gm ivig over 4 hours, insulin drip; day 2: x gm ivig started at 9 pm, insulin drip discontinued 8 pm. On day 1 during the second dose of ivig the pts glucose reading shot up to about 410-420 mg/dl and the sliding scale insulin was changed to a drip. The drip continued for the next 34 hours or so, and at its maximum the insulin was infused at 24 units/hour. At about 7:30 pm on day 2 the ICU nurse noticed that the pt was unresponsive, and flaccid. The pts pupils were non-reactive, and pt had no corneal or gag reflex. The accu-chek glucometer reading was 115 mg/dl. The nurse checked the pts bs with other accu-chek glucometers and got more or less the same reading. The pt's blood was drawn and sent to the lab for testing. The blood sugar reading at the lab was 12 mg/dl. Insulin drip was discontinued. One ampule dextrose administered to boost blood sugar. The next readings taken from pt were as follows: accu-chek inform glucometer: 305, lab: 168; accu-chek inform glucometer: 368, lab: 168; accu-chek inform glucometer: 412, lab: 271. Neurology consult came to ICU and diagnosed pt with irreversible brain damage. The pt suffered severe hypoglycemia (blood glucose of 12mg/dl), as measured by the lab. The pt developed irreversible neurological damage, although this outcome has not yet been definitively linked to their hypoglycemia. The accu-chek glucometers readings were affected by the octagam ivig - which contains maltose. Apparently accu-chek glucometers cannot distinguish between blood glucose and maltose. The falsely elevated glucometer readings led to improper escalation of insulin dosage resulting in this pt suffering irreversible brain damage. The reporter notes that there is a warning in the pi of octagam ivig which states in the drug interaction section that maltose contained in the product may interact with blood/urine glucose measurement. No precautions/management advice stated, reporter feels that this `potential' interaction could have been highlighted more for increased visibility (i.e. Bolded, boxed, some kind of emphasis). A similar statement appears in the pi for the accu-chek glucometer, but likewise the reporter feels that this warning could be emphasized more. A nurse noticed that the pt was unresponsive and flaccid; presenting with signs and symptoms consistent with hypoclycemia.